Event description:
It was reported that the patient is having difficulty with pumping his ams 700 inflatable penile prosthesis pump. It was further stated that he is able to do mini pumps to get the device inflated. However, the bulb is hard and would not compress fully. The patient was instructed to reboot the device which included the reset, burp, an anti-stiction. He was also sent the "trouble shooting the ms pump" information sheet. The patient will continue to work with his pump, and will report if he continues to have difficulty with the device.